Event description:
Wire wrap during case. A cut down was performed to remove wire and silverhawk tip.

Manufacturer narrative:
Device not returned to MFR for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of clinical study files completed and some events were deemed reportable. CAPA opened to address complaint/MDR reporting for clinical studies.